Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Section b5 was captured incorrectly in the previous report. It should be reported as follows: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient has alleged to suffering injuries and and certain health condition. There was no report of serious or permanent patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to an third party service center for evaluation. During device's evaluation, the device logs were downloaded and several error codes were found. The service center found no evidence of foam particles inside the device. In the previous report, the unique identifier (UDI) number in section d4 was captured incorrectly. It has been updated and corrected in this report.